Manufacturer narrative:
This ipg serial number is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report#: 1627487-2013-05227, 05228, 05229. The pt has two ipg's. It was reported the pt experiences heating at the ipg site while recharging. It is unk which ipg is associated with pocket heating. A replacement charging system resolved the pt's issue. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pt's related to heating while charging and raised awareness of this issue to pt's. An increase in prior non-reported heating while charging events and other non-reported events was expected.